Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly the customer applied a correction bolus and started to go low; however, customer alleged low bg cause was not known. Carbohydrates were consumed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, customer also experienced a bg level of 515 mg/dl. And upon tandem follow-up, the customer was unable to provide additional information regarding the event.